Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for out of range high impedance and oversensing of short v-v intervals. A lead fracture was suspected. The lead was partial explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.